Event description:
It was reported that there was no saline storage solution inside the lens vial and the lens was dry. The lens was not used.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.